Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. A "service required" alarm condition was observed and the device's oxygen blending module board was replaced to address the issue. The oxygen blending module board was returned to the manufacturer's product investigation laboratory for investigation. During the investigation the root cause of the oxygen blending module board failing was due to a flow sensor and airflow sensor (u29, u28) being out of tolerance. The component was found to be contaminated.